Manufacturer narrative:
Visual inspection of the device showed no visual damage or abnormalities to the device. During functional testing it was observed the plunger functioned properly and no abnormal resistance was felt when actuating the steering mechanism. Continuity testing was performed and the device was found within specification and no opens or shorts circuits were found, also, the thermocouple resistance and mini electrodes value were measured and the resistance values obtained were within specification. The catheter was connected to the pump and saline water was injected in the device at different flow rates; the device was not occluded and the test was concluded without any problems and no leaks were detected. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use.

Event description:
It was reported that a intellatip mifi oi temperature ablation catheter was selected to be used in an ablation procedure. During preparation it was noted that the irrigation flow was poor, as the saline did not form umbrella-like flow an only dripped heavily. The catheter was replaced and the procedure was completed with no patient complications being reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellatip mifi oi temperature ablation catheter was selected to be used in an ablation procedure. During preparation it was noted that the irrigation flow was poor, as the saline did not form umbrella-like flow an only dripped heavily. The catheter was replaced and the procedure was completed with no patient complications being reported.